Event description:
Following implant procedure the physician noted poor electrical measurements on the right ventricular (rv) lead. The physician attempted to revise the rv lead but was unable to get optimal measurements. A new rv lead was successfully implanted. Additional information was requested but not received. The patient was in stable condition.

Event description:
During implant procedure the physician noted poor electrical measurements on the right ventricular (rv) lead. The physician attempted to revise the rv lead but was unable to get optimal measurements. A new rv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any lead anomalies.